Manufacturer narrative:
(B)(4). The customer reported to have replaced the single board computer (sbc), and the issue was resolved.

Event description:
It was reported that, upon power on, the ventilator touch screen malfunctioned. There was no patient involvement.